Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, automated impella controller (aic) placement signal alarm occurred, then pump stopped after startup. Aic was switched and alarm was resolved. Additional information noted that the care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise

Manufacturer narrative:
The investigation for the reported optical signal issue and aic - pump stop has been completed. The product was returned and the reported issues were not confirmed. The cause of the optical signal issue was use related, most likely due to the pump was not plugged in fully. The cause of the aic - pump stop issue was improper positioning of the device. This report is being filed as part of a retrospective review of historical records.